Event description:
On (B)(6) 2012, the patient underwent uneventful ilasik on both eyes (ou). The patient returned to center complaining of discomfort on (B)(6) 2012 (ou). A slit lamp examination(sle) revealed an abrasion on the right eye (od) and striae with ingrowth on the left eye (os). The os flap was lifted and stretched and a bandage contact lens was placed ou. The patient was advised to continue wearing shields until next exam. The patient was last seen on (B)(6) 2012 and visual acuity without correction (vasc) was 20/25 od and 20/25 os. The bcl was removed ou and replaced os. Plan to recheck in 2 days.

Manufacturer narrative:
Ingrowth and striae. Evaluation: preventative maintenance (pm) was performed on the tlc surgery center's femtosecond laser system after the report event and the pm showed that the system met specifications. Based on the report by the tlc surgery center, they alluded to the patient not following post operative instructions. All pertinent information available to amo at the time of this report has been submitted.